Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during the 3rd firing, excessive force error showed on the device. As per recommendations, the surgeon waited almost 2 minutes. After fluid and blood in field had dispersed, the surgeon recommenced firing with success. There was no patient injury.